Manufacturer narrative:
(B)(4). The customer returned one opened kit from lot number 23f14h0273 for investigation. The returned kit and its contents were visually examined with and without magnification. Visual examination of the returned kit revealed that the components within the kit are out of place. There are broken pieces of glass from the saline ampule in two of the tray cavities. Visual examination of the broken ampule revealed that the ampule top is broken off below the scoreline. The scoreline is intact. The top is intact and remains within its designated tray cavity. However, the bottom of the ampule is shattered and scattered throughout the tray. Dried saline residue can be seen along the broken glass as well as within the tray. No other components are broken within the tray. Dimensional & functional inspection was not required as a part of this complaint investigation. A device history record review was performed on the kit and the saline ampule with no relevant findings. The tray configuration for this kit was reviewed as a part of this complaint investigation. Review of the tray configuration for this kit revealed that the saline ampule is meant to fit into a designated tray cavity to minimize the risk of damage. The top of the returned saline ampule was returned, still locked into its tray cavity. This kit is also packaged with a piece of packaging foam to help the kit components stay in place. The returned kit did have the packaging foam in it. A corrective action is not required at this time as a potential root cause could not be determined based on the information provided and the condition of the sample received. The reported complaint of a broken saline ampule within the tray was confirmed based on a visual examination of the sample received. Root cause could not be determined.

Event description:
The customer alleges that the saline vial, in the tray, was broken when the physician opened the tray. No report of a patient/user injury.